Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, a 24mm watchman flx pro closure device and a watchman fxd double curve (was) were selected to be used. During the procedure, the physician noticed that the patient's blood pressure started to drop. The physician looked for an effusion and noted what appeared to be a trace effusion not growing. The patient's blood pressure stabilized and was stable the rest of the procedure. Some medication was administered by anesthesia. No additional intervention was needed. The patient was discharged and was fully recovered.